Event description:
It was reported by the customer that during a shoulder arthroscopy, the ceramic tip of the device broke off in the pt's shoulder joint. It was reported that all pieces were removed without pt injury.